Manufacturer narrative:
Customer's meter ((B)(4)) has been returned to the lab and product testing did not confirm the reading complaint. Meter glucose reading of "hi" in the "beginning of july" was not found in the meter's hyperterminal. All results were within the range specification and no errors were observed during control solution testing. Please note: the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading. (B)(4).

Event description:
Customer reported receiving a reading of "hi" from his freestyle lite meter which was higher than he felt. Customer further reported taking his oral diabetes medication based on the reading received. As a result, customer reported experiencing symptoms of grogginess, tremor and loss of consciousness. Paramedics were called and transported customer to a health care facility where they obtained a reading of 25 mg/dl from an unspecified meter. Customer stated that he was diagnosed with severe hypoglycemia and administered with an unknown medication and hospitalized for two days until his blood glucose was stable. There was no report of death or permanent impairment associated with this event.